Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced a loss of feeling in the lower extremities immediately following and implant procedure. The patient underwent and explant procedure the same day. The patient is now walking and moving. The physician confirmed the event was due to an epidural hematoma.